Manufacturer narrative:
The gluc3 reagent lot number was 732880 with an expiration date of 31-aug-2024. The field service engineer (fse) found a hole in the rinse tubing. The fse replaced the rinse tubing and the reaction cells. The customer ran successful qc. The last calibration performed prior to the event was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. The customer used a centrifugation time of 5 minutes. This time may be too short based on the tube manufacturer¿s recommendations. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for cobas integra glucose hk gen. 3 (gluc3) on a cobas 8000 c 502 module. The initial result was 39 mg/dl with a data flag. The repeat result was 173 mg/dl. The repeat result was believed to be correct.